Event description:
It was reported that the atrial lead was capped and replaced, due to lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.